Event description:
The device was removed and replaced with an inflatable penile prosthesis due to pt dissatisfaction, "not fully erect". It was also noted that there were "no visible leaks".

Manufacturer narrative:
The pump was rated as performing within specifications. Both cylinders were rated unsatisfactory due to broken fabric threads. It was also noted that both cylinders were returned in two different parts. Should additional info become available, it will be re-evaluated and a follow-up report will be sent.